Manufacturer narrative:
(B)(4). Received photograph and reviewed by ees field quality engineer: the tissue in the cut line at the top of the photo (assume proximal end / start of cut) appears to be off set as if it was hard to get started then it jumped on track. This proximal area also appears void of staples which could be related to the 13 staples stuck in the cartridge face. As I progress down the cut line, the staples appear as if they penetrated the tissue, formed when hitting the anvil and then pulled through the tissue as the knife advanced. Since I was not present and did not see what occurred, the only thing I can do is present a possible scenario as follows: when the tissue was placed, the proximal end got rolled up or bunched, leaving some staple pockets without tissue covering them. As the device was fired, these first 13 or so staples hit the anvil pockets and started to form. As the knife came past, it started to cut the clump of tissue. As the knife finally cut through, the tissue started to level, completing the staple forms started but forcing the tips into the plastic not tissue. Hence they were still present on cartridge. The result was a push of tissue flow ahead of the knife; with similar effect, the staples started to form but were pulled out of the tissue as they were completing their formation as the knife continued forward, plowing and cutting tissue. The analysis results found that the device was received in good visual condition and with three reloads present. The reloads were returned fully fired. In addition, reload a had several b-staples on the cartridge deck. The device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. It should be noted that all devices are inspected 100% for staple presence by an (B)(4), and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. The batch records were reviewed and the final quality release criteria were met before the batches were released for distribution.

Event description:
It was reported that during a free jejunal graft, the staples were malformed when the device was fired on the jejunum at the 1st firing. The target tissue was not thick. Other two reloads were loaded into the same device and used to complete the case. There were no adverse consequences to the patient.